Event description:
Adverse event(s): "chamber collapse" (collapse), "a posterior capsule tear occurred" (capsular bag tear, posterior). Product problem(s): "footswitch would not respond" (device operates differently than expected); "the irrigation would run continuously" (free or unrestricted flow). The nurse reported a posterior capsule tear occurred. During I/a, about 3/4 of the way through, the chamber collapsed. The surgeon was performing an anterior vitrectomy. During the anterior vitrectomy, the footswitch would not respond when the footswitch was pressed for vitrectomy. The irrigation would run continuously. The system was switched out and the case was completed. The iol was implanted. The nurse stated there was no patient injury.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The fluidics module was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).